Event description:
It was reported that approximately 39 months after the implant oversensing on the far field and on atrial channels was noted. The lead remains implanted at this time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the atrial as well as on the far field channel, as reported in the complaint text. The signals had a small and regular frequency indicating an external source. However, based on the available information, no definite conclusion can be drawn regarding the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.